Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer immediately reverted to manual injection backup therapy. Subsequently, a malfunction alarm occurred on (B)(6) 2016 while the customer was not using the pump. The customer allowed the pump battery to fully deplete. After charging the pump and turning it back on, the malfunction alarm had cleared. The customer resumed insulin therapy via the pump on (B)(6) 2016. The customer contacted tandem technical support on (B)(6) 2016 stating the malfunction alarm had occurred again. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.